Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had to seek medical attention from ems (emergency medical services) with hypoglycemia. The patient's blood glucose levels reached 23 mg/dl. It was also reported that the patient was found unresponsive. The patient was treated with dextrose. The patient was released the same day. The pod was worn when seeking medical attention. According to the patient the pod nor the controller gave an alarm but was showing that there was a urgent low alarm under notifications.

Manufacturer narrative:
In the case description, the user mentioned having low blood glucose values while using the system. Inspection of the android log files downloaded from the returned controller found no evidence of an overdelivery of insulin. The patient history buffer (phb) data showed that while the system was in automated mode, the automated algorithm was able to appropriately adapt the automated basal based on the estimated glucose values (egvs) and user inputs. The phb data showed that no low blood glucose values were received by the pod on the date of occurrence. Low blood glucose values were received by the pod on the day prior. The phb data showed that the pod was in manual mode during these periods of low blood glucose and was correctly delivering the user's manual basal program. Review of the notification and alarms tab of the controller confirmed that urgent low glucose alerts were correctly generated when low blood glucose values were received by the pod. Review of the engineering logs confirmed that the controller and pod were generating sounds when urgent low glucose alerts. During physical testing of the returned controller, the controller was paired with an unused pod, which was paired with a dexcom g6 continuous glucose monitor (cgm) emulator. The values on the cgm emulator were reduced such that the system would generate an urgent low glucose alert. The controller and pod were able to generate sounds and the controller generated the notification screen for the urgent low glucose as expected. The controller was determined to have functioned as intended.